Event description:
A customer reported that their pump screen was dark, although the pump was still functioning as they could see the led lights in the background. There was no adverse impact on the customer's blood glucose level. Technical support performed a pump reset with the customer, but the screen remained dark. As a result, technical support decided to replace the pump. The customer was informed they would receive a pump with updated software and was provided with instructions on storing and returning the problematic pump. The customer was also advised to program their pump settings into the replacement and connect their continuous glucose monitor to it, which they understood and acknowledged. Customer reverted to an alternative method of insulin therapy.